Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. Pump drug information was not reported. It was reported that the patient's pump was "not working out" and they needed to have surgery on their neck. Per the patient, their neck, at c5 or c6, was "clicking" and they were blacking out from the pain. The neck clicking began before the pump was implanted. The pump worked "perfectly fine" and the patient liked not feeling "so icky" and not having the constipation they had with oral medications, but their neck just kept "clicking" and they needed some kind of surgery for it. Per the patient, they should have gotten a spinal cord stimulator instead, but they were "in too much pain for that", so they got the pump instead. The patient had been in the emergency room (ER) 10 times for dilaudid and their neck was "in agony". Per the patient, they had a high tolerance to pain and they had lidocaine patches, ice on their neck, a transcutaneous electrical nerve stimulation (tens) unit, and oral pain medication. The patient took valium, but they didn't know they weren't allowed to take oral pain medications with their pump. The patient was in agony and had been in bed and "blacked out" for the last three months since the pump was implanted. On 2024-01-11, the patient thought their neck was broken, so they were "screaming in pain" and thought they got delusional from the pain. The patient had chronic pain for 20 years, had been on opiates for their whole life and was used to pain. The patient wanted to speak to a manufacturer representative (rep) because they were adamant that their pump therapy wouldn't work unless they had a personal therapy manager (ptm) to do their own boluses every day or every other day. Per the patient, their clinic didn't normally use that equipment. Per the patient, they needed the ptm or a "bottle of morphine" and "unless I take a bucket and then I'm messed up". The hcp was going to put dilaudid in their pump, but that's what the ER was "injecting" them with and "it doesn't work now and the ER thinks I¿m drug seeking". Patient services offered to send physician listings but the patient declined. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional (hcp) indicated that the patient just had the pain pump inserted on 11/1 and that the patient had sought out emergency room (ER) visits multiple times getting dilaudid. The hcp further reported that the patient had chronic pain along with addicting tendencies to oral pain medications. The patient's weight was also provided.